Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a right side deflation. Device had been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Healthcare professional reported a right side deflation. Device had been explanted.